Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "recall".

Event description:
Patient reported right side "recall." Additionally healthcare professional reported "circumscribed, oval, hypochoic nodules measuring 1.9 x 1.3 x 0.8 cm on the ¿qil¿ [lower side quadrant] of the right breast", a "minimal amount of fluid around the right implant, possibly without clinical significance", "small rare bilaterally sparse cysts, some with thick contents, the largest measuring 0.7 cm at the junction of the lower quadrants of the right breast." The events of cyst and lump/nodule are not device related. The device remains implanted.

Event description:
Patient reported right side "recall." Additionally healthcare professional reported "circumscribed, oval, hypochoic nodules measuring 1.9 x 1.3 x 0.8 cm on the ¿qil¿ [lower side quadrant] of the right breast", a "minimal amount of fluid around the right implant, possibly without clinical significance", "small rare bilaterally sparse cysts, some with thick contents, the largest measuring 0.7 cm at the junction of the lower quadrants of the right breast." The events of cyst and lump/nodule are not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "recall." Additionally healthcare professional reported "circumscribed, oval, hypoechoic nodules measuring 1.9 x 1.3 x 0.8 cm on the ¿qil¿ [lower side quadrant] of the right breast", a "minimal amount of fluid around the right implant, possibly without clinical significance", "small rare bilaterally sparse cysts, some with thick contents, the largest measuring 0.7 cm at the junction of the lower quadrants of the right breast." The events of cyst and lump/nodule are not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.